Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the systems bad batteries prevented the system from producing live fluoroscopic images and caused multiple errors to appear including a precharge error. There is no report of injury or death associated with the event described in this complaint.